Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturing representative. The logs from pump interrogation prior to replacement showed motor stall occurred on (B)(6) 2017 at 20:13 and tube set occurred on (B)(6) 2017 at 20:13.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving gablofen (2000mcg/ml at 592mcg/day via flex mode) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. The patient's medical history included spastic quadriplegic cerebral palsy, orthopedic procedures, and an allergy to septra including urticaria and hives. The patient reportedly had no known environmental or food allergies. Concomitant medications included clorazepate dipotassium, oral baclofen as needed, tranxene as needed, and lidocaine-prilocaine topical cream (prior to pump refill). It was reported that the patient's parents brought the patient into the emergency department (ed) on (B)(6) 2017 and reported that the pump was alarming. A motor stall occurred on (B)(6) 2017 at 20:13. The audible alarm was silenced on (B)(6) 2017 by the managing clinician, and the pump was programmed to minimum rate (12.5mcg/day via simple continuous mode). The patient was not experiencing any signs or symptoms of baclofen withdrawal at that time, however, by (B)(6) 2017 the patient was diaphoretic and hypertonic. No recovery had occurred as of (B)(6) 2017 at 09:00. The patient was treated for withdrawal with oral baclofen and tranxene, which resolved the withdrawal. The pump was replaced on (B)(6) 2017, and during the procedure, the neurosurgeon had difficulty detaching the existing sutureless connector from the pump. 10cm of the existing sutureless connector were removed, and a 10cm segment of a new sutureless connector was spliced and attached to the new implanted pump. Spontaneous retrograde flow of cerebrospinal fluid (csf) was observed from the catheter and then 1cc was easily withdrawn from the catheter access port (cap) once the new pump was attached to the catheter. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue, and the issue was considered resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8596sc (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2017 product type catheter analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter found that there was difficulty with the sc connector which led to explant. Eval code-conclusion on the pump updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017. Product type catheter, UDI #: (B)(4). Conclusion code no longer applies per the new coding harmonization and instead conclusion code applies. Method codes no longer apply to the event per the new coding harmonization. Result codes no longer apply to the event per the new coding harmonization. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump alarmed for a motor stall on (B)(6) 2017 at 2015. The patient's mother called the next morning and the patient was seen. On (B)(6) 2017, pump interrogation showed a motor stall occurred on (B)(6) 2017 at 2015. The alarm was silenced on (B)(6) 2017 at 1337. The pump was explanted/replaced on (B)(6) 2017. The clinical diagnosis was pump motor stall. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.